Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced ventricular tachycardia, a possible stroke, and blindless in one eye. The tachycardia occurred during a pulse field ablation procedure with farawave catheter, and after all pulmonary veins and posterior wall were ablated. The patient was provided nitroglycerin, and the cavo-tricuspid isthmus line was ablated, however, the flutter continued to appear. The patient was hospitalized, and the condition is ongoing. The device is not expected to return as it was disposed.